Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Height cm: 64. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "3m po valve is blocked. Explanted."

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damages of the valve were detected during the visual inspection. Permeability test: a permeability test has indicated that the valve has a blockage. Results: we have dismantled the valve. Inside the valve we found a build up of substances (likely protein). Based on our investigation, we confirm that the valve is occluded, likely due to the deposits observed inside the valve. As described in our literature, the problem encountered is one of the known, inevitable risks of hc therapy by shunt implants.